Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart. Customer's blood glucose level was 101 mg/dl. The customer stated that they were able to clear the alarm and complete the rewind. The customer stated that troubleshooting was performed and pump error alarm reoccurred. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, self test and unexpected restart alarm test. No unexpected restart and external error alarm anomalies noted.